Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 121 mg/dl. During troubleshooting, air bubbles were observed in the infusion set cannula. Customer changed the infusion set site and resumed insulin delivery to address the issue.